Event description:
Reporter alleged the customer obtained a blood glucose value of 368 mg/dl on her advantage system compared to the doctor's measurement of 68 mg/dl when testing was performed within less than 5 minutes of each other during a routine appointment. Reporter stated the customer was not experiencing any hyperglycemic symptoms during the time of the testing, however, was given candy by the doctor. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.